Event description:
Boston scientific received information that this device was attempted. The right ventricular (rv) lead was inserted in the header and the setscrew was tightened, however the lead came out during tug test. A competitors device was then implanted with no issue. There were no adverse pt effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.